Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: did the damage to the packaging compromise the sterility of the device? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the unknown surgery, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/23/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2025. D4 batch #: c9da25. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its original packaging and the packaging was not returned. Additionally, photos were provided and they showed the condition of the reported event. Due to the device packaging not being returned, we are unable to investigate further the reported packaging issues. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9da25, and no non-conformances were identified.